Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a revision was requested by the hcp. There was no device defect that prompted the revision, but the patient did not receive stimulation in their afflicted areas. It was noted that the nicked lead was left in the patient. The critical error received by the patient was a software issue with the controller that could be reset by taking the battery out and putting it back in. The stimulator and lead were both functioning properly when the controller worked. The physician and the patient both convinced themselves that the controller must be malfunctioning due to the incident with the lead, however the lead and stimulator both functioned when the battery was taken out of the remote and put back in several seconds later. It was reported that the controller still malfunctions, but the patient is still able to resolve the issue by removing and replacing the battery pack. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 29-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and a manufacturer¿s representative (rep). The rep reported that the patient received a critical error on their controller. The controller couldn¿t charge the battery or operate the stimulation. The rep also reported that during a revision, the lead was nicked by a bovi. The healthcare provider (hcp) requested a replacement. The rep had one on site but upon opening, the product was not sterile. The rep didn¿t have another backup. The hcp closed the patient with the damaged lead. The rep offered to travel to another facility to obtain a replacement and the hcp declined. The rep reported that when the remote didn¿t work, they assumed it could be the lead, but was unsure. The rep used a fixed asset (fa) remote to see if he could connect to the patient¿s battery and it connected. The patient¿s ins battery was dead, so the rep let the patient take the fa remote to charge his battery and asked that he contact technical services to replace his personal remote. The rep reported that the patient went to the doctor¿s office on (B)(6) 2019 very upset and complaint that his ins wasn¿t working. The rep also reported that the battery wasn¿t delivering stimulation and suspected the damaged lead by an errant bovi. The rep reported that they tested the battery and remote and it was non-functioning. The patient later reported that there was a software problem on the controller. The patient reported that he saw the software problem screen when he was charging the ins and pressed a button to check on charging time. The patient reported that he pressed different buttons to try and clear the screen and contacted a rep who met with him and lent them a controller to use. The patient noted he was using the lithium ion battery pack at the time of the software problem. During the call, the patient reported seeing a memory problem on the fa controller. The patient reported that the controller was able to re-pair with the ins and the issue was resolved. Additional information was received from a rep on 2019-09-10. The rep reported that the patient¿s controller had a ¿critical error malfunction¿ and it stated it was ¿unable to continue therapy please contact medtronic.¿ the rep took the battery out and put it back in and the same message occurred on boot up. The rep took the battery out and put it inside a fa controller and it worked properly. The rep left the fa controller with the patient and instructed him to contact technical service about replacing his defective controller. Additional information was received from the rep on 2019-09-13. The rep reported that it seemed the patient was getting software error. The patient would have to reset the controller to get the device to work again. The rep reported that he tested impedance and the controller was working fine now. The rep noted that he would have the patient write down the error message and the screen number to assist with the controller issue diagnosis. No further complications were reported.